Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Device 1 of 4. See MFR report 1627487-2010-01532, 1627487-2010-01533 and 1627487-2010-01534. The pt received the system consisting of an ipg, a paddle lead and two single extensions on (B)(6)2009. It was reported that the pt lost stimulation. An x-ray confirmed that the extensions appeared to have partially pulled out of the ipg headers and had also migrated to a lower position. The pt's entire system was explanted and returned to the MFR for eval. Follow-up on the pt found no further issues reported.